Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium neon) laser fixture, no signs of breakage along the length of the fiber. The connector segment verification test showed green light flashed when the segment was set to distal and proximal. Microscope inspection identified the glass cap exhibited a distal circumference fracture. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited mild charred debris adhesion on its surface. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. Based on analysis results, a conclusion code of unintended use error caused or contributed to even the interaction between the user and device caused or contributed to the reported event and identified glass cap distal circumference fracture. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, a light leakage was found. This is indicative of a fiber break. The fiber was replaced, and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure, a light leakage was found. This is indicative of a fiber break. The fiber was replaced, and the procedure was completed. There were no patient complications reported.